Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician was unable to extend the lead helix while placing the lead in the right ventricle. The lead was removed to the table and the physician attempted again to extend the helix without success. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).